Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the infection is undetermined. Infections have many causes and treatments. Each infection is addressed individually and taken very seriously by both the attending surgeon and sign surgeons at sign headquarters. Properly treated infections represent a minimal risk to the patient. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. Sign fracture care international continues to monitor these events as part of our post market activities. The infection was treated (B)(6)2017.

Event description:
We became aware on (B)(4) 2017, a patient with a sign im nail implanted to repair a fracture, presented with a wound infection during a follow-up visit.